Manufacturer narrative:
The manufacturer's representative performed an on-site investigation. The fluoro function board, global interface board, and a processor chip on a board were reseated and a power supply was adjusted. The system was tested and operates as intended. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up while under fluoro use. No patient injury was reported.